Event description:
It was reported the control module has a vibration/humming noise during operation. The system has been producing green cable errors recently and the rep is requesting evaluation of the controller as the possible cause. When the device is rebooted, the problem goes away. There has been no aborted cases or pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the green translation cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.